Manufacturer narrative:
.

Event description:
The report stated that near the end of the case, it was noticed that the yellow "cut" button was missing. They searched the drapes and area but could not locate it. Staff was unsure if it was there, when they started and the nurse asked doctor and the doctor also didn't know. The doctor typically only used coag in a c-section and does not use cut so they can not even confirm it was activated.